Manufacturer narrative:
This report is submitted on march 28, 2018, (B)(4).

Event description:
The device was rejected at the surgery due to unsuccessful insertion of the electrode lead. Analysis of the returned device showed the white marker of the sheath was broken off. The patient was successfully implanted with the back-up cochlear device with no other complications reported. There were no report of patient injury associated with this event.